Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. During the index procedure, the pt had a taxus express2 drug eluting stent of an unknown size implanted in an unspecified vessel. Following this procedure (time frame not indicated), the pt presented urgently to the cath lab and angiography revealed the taxus stent was blocked due to a stent thrombosis. Add'l info was requested but has not been received.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record could not be performed as the batch number is unknown.